Manufacturer narrative:
Neither the affected device nor the angiographic material was returned. Therefore, no technical investigation on the subject could be performed. The production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. Review of the production documentation confirmed that the device was manufactured according to specifications and passed all in-process and final inspections. Based on the conducted investigations, no material or manufacturing related root cause could be determined. Considering the physicians event description, the root cause for the reported complaint event is most likely related to the patient's anatomy (i.e., the severely calcified target lesion).

Event description:
A pk papyrus covered stent system was selected for treatment of a severely calcified lesion (90 % stenosis degree) in a mildly to severely tortuous segment of the proximal rca. After pre-dilation was performed, first an orsiro mission 3.0/15 was successfully implanted in the proximal rca. For the elongation of the same lesion the distal segment of the lesion was pre-dilated using a ivl (shockwave) balloon. The complaint device was introduced into the patient's body but could not cross the lesion, even under use of a 0.014" asahi grand slam guide wire "as the calcification could not be removed". The device was successfully withdrawn, a stent placement was not further attempted, and the target lesion was treated using ivl treatment only.